Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - the unit was not retaining pressure during the leak test. All transducers are responding. Exhalation valve calibration failed. The old exhalation valve was removed and installed a new valve. A leak test was run and pass. User verification test was completed.

Event description:
The customer reported that the ventilator went inoperable (vent inop) and now not passing leak test. The customer stated that it occurred while on a patient but the ventilator was switched out and the patient was unharmed.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect exhalation valve and upon visual inspection noticed a desiccated substance around the exhalation receptacle and inside of the exhalation magnet and coil. The valve was placed into a known good vela ventilator unit and powered on in service mode. The leak test was performed as described in the product service manual. The exhalation plunger did not activate and when the unit was powered on in operating mode, the unit failed to cycle and alarmed "circuit disconnect." The reported problem was duplicated and isolated to fluid ingress in the exhalation valve causing oxidization and the coil to get stuck in the magnet housing.